Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer rec'd multiple occlusion alarms. The contact was unsure if the customer's blood glucose level was impacted. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Additional information received from the contact indicated that as the luer lock was accessible to the customer, the customer may have been touching it and this may have been the cause of the occlusion.